Event description:
A report was received that the patient underwent explant procedure for unknown reason.

Event description:
A report was received that the patient underwent explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation and patient needed magnetic resonance imaging (MRI) test. No device malfunction was suspected.

Manufacturer narrative:
.

Event description:
A report was received that the patient underwent explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-4316, lot #: 16497400, description: next generation anchor kit-sterile.